Event description:
It was reported that this right atrial (ra) lead exhibited elevated thresholds, low pacing impedances, and noise. This ra lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).